Manufacturer narrative:
Additional information was received that the complaint information did not allege the malfunction led to inspired carbon dioxide greater than 5%. In addition, per gehc biomed, the alleged failure could not be duplicated and no fault was found. There was no reportable malfunction.

Event description:
It was reported that there was a malfunction resulting in excessive inspired carbon dioxide greater than 5% during a case. There was no patient injury reported.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.